Event description:
The pt underwent ptca and insertion of a coronary stent. The physician closed the arteriotomy with a prostar xl 8 fr device. The pt was discharged. Three weeks following the procedure, the pt was admitted to hosp presenting with fever, malaise and pain for right groin. The pt was taken to surgery in 1999 for arterial repair of a pseudoaneurysm of the right femoral artery. Culture of the site revealed a staphylococcus aureus infection. The infection was treated and the pt recovered.